Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient had complaints of chest tightness and heart pain. The physician noted that the rv lead was not properly seated due to tissue on the helix. The lead was explanted and replaced when repositioning was unsuccessful. Patient was doing well.